Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the available x-ray images which could confirm the clinical observation. However the root cause could not be determined based on the provided information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead dislodged approx.15 months after implantation. The revision took place on (B)(6) 2019.